Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer reported via phone call that their father's brushhead is coming off the toothbrush while brushing. No injury was reported.